Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
The patient presented to the emergency room after feeling palpitations for a few days. The device exhibited atrial pacing at a rate of 200 ppm and a ventricular conduction at a rate of 100 ppm. The device was programmed to vvi, but the atrial pacing continued. Measured data could not be obtained. A software download was successful in bringing the rate down to 60 ppm in ddd mode. The device was replaced.